Manufacturer narrative:
The lay user/patient's test strips were returned on 01/26/2016 and evaluated by lifescan product analysis on 01/26/2016 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately high compared to another device (hospital meter). The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on (B)(6) 2016 at 9:25pm be began "not feeling well and was sweating". In response to the symptoms, the patient reported testing his blood glucose with the subject meter at 9:25pm and obtained a blood glucose reading of "85 mg/dl". The patient claimed that his wife immediately contacted the emergency doctor who advised her to give him something sweet to drink. The patient claimed that his wife gave him apple juice. The patient claimed a blood glucose reading of "87 mg/dl" was obtained on the subject meter at 10:03pm when the doctor arrived and that the doctor gave him 2 spoonfuls of sugar in response. The patient claimed he tested his blood glucose with the subject meter again at 10:19 pm and a result of "76 mg/dl" was obtained. The patient stated that he was taken to hospital and that a blood glucose result of "67 mg/dl" was obtained on the hospital device at 10:30pm. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. The patient claimed he was treated with orange juice and that a result of "98 mg/dl" was obtained on the hospital device 30 minutes later. During the follow-up call, the patient stated that he tests his blood glucose 6 times a day and that his usual blood glucose results are "200mg/dl". The patient stated that he manages his diabetes with a combination of insulin (humalog mix50 insulin20 units in the evening; humalog 100 kwikpen 6 units morning and midday) and oral medication (metformin 1000mg three times daily). The patient confirmed he increases his insulin by 2 units when his blood sugar is high. Prior to the onset of symptoms, the patient claimed the last result he had obtained with the subject meter was "144 mg/dl" at 6:00pm. The patient confirmed the result was within his expected range and denied taking any medication or insulin in response. During the follow-up call, the patient was unable to confirm what he thought may have caused or contributed to the onset of the symptoms that evening. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event. In addition, the alleged symptoms and hcp treatment did not correlate with the reported lfs meter results.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.